Event description:
Anesthesiologist placed spinal in accurate position, however pt failed to get numb post placement. New spinal kit with different lot number used for second spinal placement, pt with good anesthesia coverage.

Event description:
Anesthesiologist placed spinal in accurate position, however pt failed to get numb post placement. New spinal kit with different lot number used for second spinal placement, pt with good anesthesia coverage.